Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Partial implant date - 2007. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the posterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. White biological tissue observed inside the device. Orange particles observed in the fill channel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.